Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's left hip was revised. As reported by rep: "the patient presented this week with a periprosthetic fracture, suspected to have suffered a fall. No further patient information, documentation, or imaging available". The patient's entire hemi hip was revised to a hemi hip. Update: "please confirm the location of the bone fracture: proximal femur. Were there any allegations against the revised head? No. Is the hospital retaining the explants? Yes. There are 2 femoral heads listed 26 +4 and 26 +0 with no indication as to whether one was wasted. A 26 +4 was implanted for the revision. Can you please confirm which head was not used, and why it wasn¿t used? I was not present for the original surgery wherein a head was wasted. Generally, a change in how high/low the stem sits within the femur compared to the broach during trialing would necessitate a change in head/neck length. However, based on the available documentation it would seem that the 26+0 had been wasted. No complaints or allegations were made against the implants."